Manufacturer narrative:
Internal complaint reference: (B)(4). H11:the reported device was received for evaluation. A visual evaluation showed two devices were returned in original packaging with the batch number of the complaint on the label. Device one, the t1, t2, and suture were returned off the needle. The t2 is bent but not broken. The t1 is fractured at the tip. The suture knot is tightened down. Bio debris is present. Device two showed the t1, t2, and suture were not returned. The needle assembly is bent. Bio debris is present. A functional evaluation of each device showed both the actuators cycle as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specification found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (failure to fully actuate the device behind the meniscus during implantation). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a meniscus repair surgery, it was noticed that the t1 and t2 implants of two fast fix 360 dislodged. The procedure was resumed, after a non-significant delay, using an equivalent sn back up device. No further complications were reported.